Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.